Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -16.0/+3.0/87 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2018 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found the lens missing a piece of its haptic and presence of residue on the lens surface. (B)(4)